Event description:
It was reported that the procedure was cancelled. A rotablator console was selected for use. During the procedure, when the patient was sedated, the physician found the valve was leaking gas. The procedure was not completed because of this event. No patient complications were reported.